Manufacturer narrative:
History of gastrointestinal bleeding reported in mfrs# 2916596-2021-01651, #2916596-2021-01652, #2916596-2021-01653, #2916596-2021-01654, #2916596-2021-01655, #2916596-2021-01656, #2916596-2021-01581, #2916596-2021-01559, #2916596-2021-01658. Admission for small bowel obstruction/driveline adhesion reported in MFR #2916596-2021-01657. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2016 for gastrointestinal (gi) bleed. Upper endoscopy the next day revealed a small hiatus hernia and a few small stigmata of bleeding. Angioecstasias were found in the gastric body and antrum. The patient was given 2 units of blood, successful argon beam treatment, and a hemostatic clip was successfully placed.